Event description:
It was reported that the customer was hospitalized due to low blood glucose. It was reported, the customer had only been using her insulin pump for one day. It was discovered that the settings may have been turned off. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.